Event description:
The customer reported that the locked up during physicist testing. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply, monoblock x-ray tube and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.